Manufacturer narrative:
Results: a total of six incident lot samples were returned from the customer for investigation purposes. All six incident lot tubes were visually inspected for glass breakage upon receipt. No breakage was noted in any of the six incident lot tubes returned from the customer prior to sample collection. No difficulties were encountered during sample collection and all incident and control lot tubes appeared to exhibit proper fill with potassium chloride (kcl) solution. There was no evidence of broken glass in any of the six incident or control lot samples following centrifugation. All six incident lot tubes performed as expected and no issues were observed during the clinical investigation. This complaint is not confirmed with regards to glass breakage during centrifugation. Conclusion: six customer samples were examined/tested and no product issues were observed during this clinical investigation. This complaint is not confirmed with regards to glass breakage during centrifugation. UDI #: (B)(4).

Event description:
It was reported that 16x125mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tubes were breaking in the centrifuge during use. No injury or medical intervention.